Event description:
A low reading issue with the adc device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. Based on the sensor scan, the customer self-treated with "too much" insulin (type/dose unknown) consequently, the customer experienced a loss of consciousness. The customer was awakened during the night by their spouse however, no treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch and no issues were observed. Data extracted on the returned sensor. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail indicating that the sensor tail was properly inserted. De-cased sensor and no issues were observed upon visual inspection of the pcba (printed circuit board assembly). The sensor did not scan with evaluation module (evm). An extended investigation was also conducted. Performed a visual inspection on the returned de-cased sensor, observed antenna to be removed from the pcba. Performed a visual inspection on the returned sensors pcba revealed that the antenna had been damaged and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. The damage to antenna prevents communication to perform functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the adc device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. Based on the sensor scan, the customer self-treated with "too much" insulin (type/dose unknown) consequently, the customer experienced a loss of consciousness. The customer was awakened during the night by their spouse however, no treatment was provided. There was no report of death or permanent impairment associated with this event.